Event description:
It was reported that, "a patient sustained a burn to the thigh at the ground pad application site. It was judged to be 2nd degree and approximately 2.5 inches long. No info was provided as to the need for follow-up care."